Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd ultra-fine pen needles experienced the cannula breaking off. The following information was provided by the initial reporter: the drug solution didn't come out, and the patient checked the product and found that the needle npe was broken.